Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that b30 and e216 errors were displayed due to the effect of the attachment of foreign substances at the electric junction inside the connectors. The following verbiage is identified within the instructions for use, which may prevent the phenomenon: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.". Also, "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction". Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus that a "b30" communication error was generated during a procedure. The intended procedure is unknown. There was a delay in procedure, characterized by the reporter as "minor." There was no patient impact or injury that occurred, associated with the event. This is report #2 of 2 due to multiple events reported.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.